Manufacturer narrative:
Company rep evaluated the system and found that the power supply was unplugged. Corrections included power supply reconnection and rebooting. Communication was reestablished.

Event description:
Customer reported the panorama central station shut down, which may have affected telemetry monitoring. No pt injury was reported.